Manufacturer narrative:
Other applicable components are : product ID 3878-45, lot# 0204424780, product type: lead.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the device diagnosis was lead migration/dislodgement. The clinical diagnosis was "unregular" stimulation while laying or sitting. The outcome was ongoing. No actions were taken as interventions. The event resulted in an unscheduled clinic or office visit. Imaging showed that there was migration of electrode to the right. The device was interrogated and showed that contact 0-7 were broken. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event was unresolved with no further action planned.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3878-45 , lot#: 0204424780, implanted: 2006 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.